Event description:
It was reported, that during patient use, the piezo alarm occurred and ventilator stopped. The patient has spontaneous breathing. Nurse performed manual ventilation using a bag until another ventilator was prepared. No patient health injury was reported.

Manufacturer narrative:
The investigation of the reported event was based on the information provided and the analysis of the log file of the affected evita 4 with the product serial number. Arta-0388, manufactured in january 2003. On site, a dräger service technician additionally examined the affected device. The reported event could be confirmed. According to the logfile analysis, a warmstart-sequence related to a faulty power supply unit could be detected at the time of event. Evita 4 has reacted as specified on a detected faulty power supply unit with the highest priority audible alarm. The power supply unit has already been by dräger service, which solved the reported failure. If the power supply fails to deliver the internal supply voltages the user would be alerted to this condition by an audible power failure alarm from a buzzer driven by an independent source (gold caps). This gold caps can supply the buzzer according to iec 60601-1-8 for at least 2 minutes. During power failure an emergency-breathing valve would open allowing spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.